Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils, ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the target location and attempted to detach it using a handle; however, the ruby coil failed to detach. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil with the same handle and lantern. There was no report of an adverse effect to the patient.